Event description:
Biological failure is reported. No additional information available. Tooth site # 30 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k013227.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to the previous submission 0002023141 - 2022 - 01134. After clarification from the customer about the event, it has been found that the event does no longer meet the requirements for a reportable event. No further submission will be submitted for this event. The following sections are being reported: b5 describe event or problem h2: if follow-up, what type h10: additional narratives/data

Event description:
It has been confirmed that this is a non integration event.